Manufacturer narrative:
A customer reported incorrect tests were associated with multiple patient samples processed on a vitros 5600 integrated system. The investigation determined the cause of the event was user error due to improper sid reuse, due to a combination of two issues: the customer did not realize that leading zeros on a sample identification number are ignored by the analyzer by design, therefore should not be used. This information is supplied to the user through on-analyzer documentation (v-docs). The customer was reusing sid numbers without ensuring that a previous program associated with the sid was processed to completion or deleted prior to reuse. The customer has agreed to contact their laboratory information system (lis) supplier to modify leading characters on sid numbers to other characters instead of "0000" to ensure uniqueness. In addition, the customer was referred the to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, ortho clinical diagnostics provided the customer with the steps required to manually delete pending sample ids, to help prevent reoccurrence of the issue. The vitros 5600 system did not malfunction.

Event description:
A customer reported incorrect tests were associated with multiple patient samples processed on a vitros 5600 integrated system. This event could potentially have led to mis-associated patient results, which may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).